Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml lot # 73k1700553 was manufactured on 10/30/2017 a total of 288 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. One unit ae05ml autoend05 ml was used in a case study at (B)(6). A teleflex sales rep was present when the doctor used the device. An investigation was performed by r & d after failure of the device. See file r & d_investigation for the investigation results. R & d performed a functional inspection on the returned device. According to the sales rep that was present at the time of failure, the end user "attempted to close the clip over too large of a bundle and the clip did not close. Without coming off of the structure, he attempted to re-close the clip which led to the device becoming jammed." Functional inspection revealed that the clips were jammed inside the device due to applying a clip over another clip. The root cause of this complaint issue is user error. As a result, an in-service was performed by the sales rep at the time of failure. See file r & d_investigation for the other remarks: investigation results. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as user error caused this complaint issue. An in-service was performed. The reported complaint of "clips jamming" was confirmed based upon the sample received. A case study was performed at duke university. A teleflex sales rep was present when the doctor used the device. According to the sales rep that was present at the time of failure, the end user "attempted to close the clip over too large of a bundle and the clip did not close. Without coming off of the structure, he attempted to re-close the clip which led to the device becoming jammed." Functional inspection revealed that the clips were jammed inside the device due to applying a clip over another clip. The root cause of this complaint issue is user error. As a result, an in-service was performed by the sales rep at the time of failure. (B)(4).

Event description:
The device performed as expected for the first clip fired, but jammed during firing of the second and third clips. The jam occurred while the surgeon attempted to fire a clip over a large portion of the cystic duct, and the clip was unable to lock over the tissue. The surgeon then re-squeezed the device handle in an attempt to lock the clip, inadvertently loading and firing a second clip while the un-locked clip was still in the applier jaws. This is not proper technique as defined by the product IFU, and created the jam. The device was then removed from the patient so the jammed clips could be removed from the device jaws. Once the jaws were cleared, the surgeon was instructed to load and fire another clip onto the mayo stand to ensure proper function. The clip was unable to load successfully and did not properly engage with the jaws. The device was then removed from the case and set aside for return to the manufacturer. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device performed as expected for the first clip fired, but jammed during firing of the second and third clips. The jam occurred while the surgeon attempted to fire a clip over a large portion of the cystic duct, and the clip was unable to lock over the tissue. The surgeon then re-squeezed the device handle in an attempt to lock the clip, inadvertently loading and firing a second clip while the un-locked clip was still in the applier jaws. This is not a proper technique as defined by the product IFU, and created the jam. The device was then removed from the patient so the jammed clips could be removed from the device jaws. Once the jaws were cleared, the surgeon was instructed to load and fire another clip onto the mayo stand to ensure proper function. The clip was unable to load successfully and did not properly engage with the jaws. The device was then removed from the case and set aside for return to the manufacturer. There was no patient injury.